Event description:
The customer reported that the blade and spring shot out of the handle. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the suspect has not been returned for evaluation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the device evaluation has been completed. Evaluation: method - process evaluation.